Event description:
The customer received questionable results for 25-hydroxyvitamin d (vit d) on 25 patients. Of those 25 patients, 12 patients were erroneous and had been reported outside of the laboratory. All results are in ng/ml. Patient 1 had an initial vit d result of 59. The sample was repeated on cobas e 601 module (e601) serial number (B)(4) and generated a repeat result of 33. Patient 2 had an initial vit d result of 59. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 33. Patient 3 had an initial vit d result of 52. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 24. Patient 4 had an initial vit d result of 50. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 22. Patient 5 had an initial vit d result of 57. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 28. Patient 6 had an initial vit d result of 54. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 25. Patient 7 had an initial vit d result of 51. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 26. Patient 8 had initial vit d result of 48. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 21. Patient 9 had an initial vit d result of 53. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 25. Patient 10 had an initial vit d result of 37. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 14. Patient 11 had an initial vit d result of 59. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 32. Patient 12 had an initial vit d result of 47. The sample was repeated on e601 serial number (B)(4) and generated a repeat result of 24. All of the initial results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot of vit d reagent in use was 17082802, with an expiration date of 11/30/2013. The field service representative found the measuring cell was damaged. He replaced the measuring cell and did performance testing, which was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly- measuring cell.

Manufacturer narrative:
The investigation could not determine a specific root cause due to limited information. The data provided by the customer was evaluated. Calibration and qc information were within specifications. It was noted that the damaged measuring cell that was replaced was the most likely cause of the erroneous results.